Manufacturer narrative:
H.6. Investigation summary: material #: 367282. Lot/batch #: 23e15t1. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and 5 retention samples by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with the bd vacutainer® safety-lok¿ blood collection set, the tubes ejected from the holder. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from spanish: when extracting, the tubes are ejected from the tube holder. The tubes do not remain attached to the tube holder, they are ejected, forcing them to maintain pressure on them until the extraction is completed.

Event description:
It was reported that during use with the bd vacutainer® safety-lok¿ blood collection set, the tubes ejected from the holder. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from spanish: when extracting, the tubes are ejected from the tube holder. The tubes do not remain attached to the tube holder, they are ejected, forcing them to maintain pressure on them until the extraction is completed.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro, thailand is an OEM manufacturing site. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.